Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference manufacturer report: 3006705815-2019-01646. It was reported the patient fell on her tailbone and left back. She has an area that protrudes at the midline incision that is hurting. The patient has not had a fever only tenderness at the site with a small lump. Surgical intervention may be undertaken at a later date.

Event description:
Additional information received indicated surgical intervention took place on (B)(6) 2019 wherein the granuloma was removed which addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.